Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the customer had the pump in between her legs while driving when the alarm occurred. The customer's blood glucose level was 291 mg/dl and was addressed with a correction bolus via the pump. During troubleshooting with tandem technical support (cts), the customer was successfully able to resume insulin delivery. Cts educated the customer on how the alarm is triggered and it was verified that the pump was functioning as expected.